Event description:
A "case report" draft was sent to MFR for review for potential publication. The canadian teaching facility reported re-using a single pt use peep valve in conjunction with a dmr2 bag on a pt in transport from surgery. The unit was reported to have been assembled properly but the pop-off valve was closed permitting high pressure ventilation. "The author states that the dmr was practically impossible to compress".